Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband has her old insulin pump and he has not begun using his new pump. Caller stated that she was changing the reservoir and went to prime the pump when she noticed the insulin was squirting out. Customer stated that insulin was squirting out during the manual prime process. Customer stated that he was not wearing the pump during priming. Customer received a compromised force sensor system alarm and caller stated that she thinks she got this last time after reporting now alarms. Caller stated that the drive support cap was sticking out. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer already has a new pump that they have not used yet.